Manufacturer narrative:
Additional information was received that the patient continues to receive inappropriate therapy. X-ray analysis previously suggested that the proximal electrode was superficial and that may contribute to the variation in sensing. Additional surface screening were suggested during postural change/isometrics/exercise testing to assess the signal. The patient will have a stress test. The device was interrogated with the new software and files were sent in for review. No oversensing at rest or during stress testing. The device chose alternate today. No further information was provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received 7 inappropriate shocks for t-wave oversensing. This was a recent implant and it was noted that the patient was screened with just one lead and the device picked alternate vector. Following the shocks, auto setup was performed again and the device picked secondary vector. The physician programmed this vector and increased the conditional zone from 200 to 230 bpm and the shock zone from 230 to 250 bpm in hopes of mitigating any further inappropriate shocks. No adverse patient effects were reported. Additional information was received that the patient underwent a rescreening of their s-ICD system. R-waves were large in amplitude in alternate vector on the right of the sternum compared to the left of the sternum. Noise noted on primary and secondary and alternate oversensed some signals as well. The patient was in a supine position when these s-ecgs were captured. The patient's stature is not obese, but larger in nature. The plan is to perform defibrillation threshold (dft) testing again in a week. For now, the physician chose to program the sensing vector to secondary. The physician does not believe this patient will have ventricular tachycardia (vt) but rather ventricular fibrillation (vf) or torsade's if an arrhythmia occurs. At this point, ts discussed programming limitations.